Event description:
Customer reportedly obtained results of 342mg/dl, 153mg/dl, and 145mg/dl on the same device within 10 mins. No action was taken based on device results. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.